Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00133. Reported event was confirmed per x-ray review. Third party review of the x-ray notes "causes for revision include apparent displacement of acetabular cup trabecular metal augment and dislocation of the femoral component. Acetabular cup lateral angle of inclination appears excessive. Excessive acetabular cup lateral angle of inclination is a risk factor for hip dislocation." Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. It cannot be confirmed whether this incompatibility contributed to the dislocation and a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent left total hip revision approximately 2 weeks post primary surgery, due to dislocation. During the revision liner and femoral head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address dislocation of a competitor femoral head and zimmer biomet acetabular liner. No further information has been made available at this time.